Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: bi71000194, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). The manufacturer representative went to the site to test the imaging system. The found the system key was bent and loose. The replaced it with a spare key. Then they adjusted 5 volt to 5.19 on psi. Then the hand switch was replaced and tested system. Performed rad gain calibration which passed. Then they performed fluro gain calibration and that passed. All tests passed and the system was ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that 2d image acquisitions appeared black on the monitor. It was noted that the 3d image settings could not be adjusted when attempting to take an image acquisition. It was noted that the x-ray technician could not complete rad/gain calibrations prior to the procedure as the kv values could not be decreased.  It was also reported that the imaging system was slow to initialize. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Additional information was received stating that there were two people in the operating room at the time of the event.

Manufacturer narrative:
The handswitch was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. They installed the handswitch into a known functional system. The system booted and readied, multiple 2d and 3d images were acquired, the image quality was normal and the store button functioned correctly. No fault found while under test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.